Event description:
No details were initially given for return. Upon receipt of sample and preliminary evaluation in 2007, device was found to be producing straight shots, an MDR reportable event.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.